Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Nothing was changed with the pump on (B)(6) 2022 did a dye study and convulsed pump and catheter working. The patient is scheduled for a dye study and was issued a new ptm. The cause of the issue was unknown. The issue was resolved and the device was working at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient with an implantable pump for non-malignant pain. The pump was currently administered the following medications: bupivacaine (concentration: 21 mg/ml, dose rate 2.7 mg/day), clonidine (concentration: 700 mcg/ml, dose rate: 92.2 mcg/day), and hydromorphone (concentration: 20 mg/ml, dose rate 2.6 mg/day). It was reported that the patient has been complaining of a loss of efficacy starting a few months ago. The date (B)(6) 2019 is considered an approximate date of event (year known only). The hcp checked the pump logs with the model 8840 clinician programmer and saw the programming steps and was concerned that the pump has been going on and off on its own. At the time of the report technical service confirmed with company representative that what the hcp was seeing are the 9 commands you see when a pump is updated with a ptm and that it was perfectly normal and expected to see these commands. The company representative confirmed that according to the 8840 and tablet pump logs, there were no other anomalies. They however plan on replacing the pump today because they did not believe the pump was running the way it is supposed to based off the commands. Technical services had re-iterated that the information the hcp is seeing was considered normal and considerations to check catheter to see if there were any anomalies with that as well was reviewed. The company representative was to review information with hcp; however,they still believed they would replace the pump regardless. No further patient complications have been reported as a result of this event.